Event description:
During a c-section, kiwi vacuum delivery system with palm pump was applied to the baby, but there was no vacuum pressure, the delivery system was releasing itself. Another vacuum was obtained.